Event description:
It was reported that during mpfl reconstruction surgery, the screw broke. Head of screw split in half and thread of screw became lodged into the patient's tissue. Unable to remove the threaded portion of the screw. Correct screwdriver was used to insert the screw. A backup device was available to completed the procedure and no significant delay or patient injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during mpfl reconstruction surgery, the screw broke. Head of screw split in half and thread of screw became lodged into the patient's tissue. Unable to remove the threaded portion of the screw. Correct screwdriver was used to insert the screw. No significant delay or patient injuries were reported and it is unknown whether there was a back up available.

Manufacturer narrative:
One sterile 7207674 7x25mm biosure ha screw returned. The complaint stated: ¿head of screw split in half.¿ and ¿correct screwdriver was used to insert the screw.¿ the foil pouch, IFU, shelf carton, chartstik labels were not returned. The entire implant was not received. The product has shattered from a stress fracture. The head indicates that stripping was a contributor. The threaded portion also indicates excess torque was applied. It was relayed that prep was done with a biorci driver. Use of a starter instrument was not confirmed. No root cause related to the manufacturing of this device was confirmed.